Event description:
The customer reported to customer service that the power supply for her breast pump is twisted, kinked and bent and has exposed wires from which she witnessed "a small spark a few times," though no injuries were incurred.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she confirmed sparking from the exposed wires at the dc jack, though there was no smoke, fire, flame, evidence of burning, melting and no breach in the transformer housing. She also indicated that she did occasionally wrap the cord around the transformer housing during storage, the no injuries were sustained as a result of the issue and that she would return the power supply for testing/analysis. However, as of the date of this report, the power supply has not been rec'd. Attempts to get the product back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.